Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, lead insulation anomaly was observed. Physician attempted to change out the stylet twice and optim coating were exposed in the second stylet. No other electrical anomalies were observed during the lead testing. Lead was not implanted and a new lead was implanted. Patient was stable prior, during and post procedure.